Event description:
It was reported the customer experienced low blood glucose levels. Customer consumed food, and adjusted her correction ratio to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.